Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl; cause was not known. Customer consumed juice to address bg level. Customer received normal assistance by a 3rd party but was not incapacitated due to bg level. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Reportedly, the customer cleaned the speaker holes and cleared the alarm however the altitude alarm recurred. The customer reverted to manual injections for insulin therapy.